Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was used in pcnl surgery, the pump pusher cannot push, and the fluid cannot be injected into the balloon.

Event description:
It was reported that the balloon was used in pcnl surgery, the pump pusher cannot push, and the fluid cannot be injected into the balloon.

Manufacturer narrative:
The reported event is confirmed as use-related. The evaluation report of the returned sample, submitted by atrion medical, states that during the functional testing, the device started leaking from the clamp area and would not build pressure. The clamps were removed from the device, and it was noted that the o-ring was out of position. When the o-ring was removed and replaced with a new one, no leaking was observed and the device passed all functional testing. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: ¿ use only liquid inflation media. Do not inflate with air. ¿ always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable regulations. Precaution: ¿ before use, inspect the device to verify that no damage has occurred during shipping and handling. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Instructions for use: preparation: make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. Unlock the piston by pushing the lock lever left. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon was used in pcnl surgery, the pump pusher cannot push, and the fluid cannot be injected into the balloon.